Event description:
Country of complaint: (B)(6). Thread is brittle and breaks easily.

Manufacturer narrative:
Mfg site investigation: samples received: 1 open cassette. There are no previous complaints of this code batch. There are no units in stock. We have received one open cassette. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on cassette label. Opening's date is not written in the cassette received, so we can not carry out any analysis in order to take a decision. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Knot pull tensile strength before releasing the product were within specification. Remarks: on the cassette label you have the next indication: once opened, the content of the cassette should be used within 4 months and prior to expiration date. Once the cassette is opened, the date of cassette's opening should be written on the label. The cassette pack received do not have any date written. Corrective/preventive actions: not applicable.